Manufacturer narrative:
The investigation of positioning issues has been completed. Clinical states that the patient had bicuspid aortic valve disease and a calcified aorta due to which the previous pump was kinked. The new pump was left little deep due to patient's concerning small aorta anatomy. Pump was not returned. The root cause of the positioning issue was most likely patient condition related to the patient's small aorta, diseased bicuspid aortic valve, and calcification.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the patient was on impella cp support and during support, the pump was slightly deep positioning but left where it is due to concerning, small aorta anatomy. Support continued and the patient survived.